Event description:
Customer reported receiving imprecise adc meter readings of 289mg/dl and 48mg/dl obtained within a ten-minute time frame. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in readings is considered clinically significant. In addition, the customer reported experiencing symptoms of blurry vision and disorientation and drank soda to help alleviate her symptoms. There was no report or serious injury, death or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.